Manufacturer narrative:
Additional patient ID: (B)(6). Patient weight was not provided for reporting. Additional device code: kwq. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the t8 screwdriver shaft broke off in a 2.7 locking screw during an unknown procedure on (B)(6) 2017. The reporter assumes all the fragments were retrieved. The procedure was completed successfully. The patient status and surgical delay was reported as unknown. Concomitant devices reported: 2.7 locking screw (part# 202.2xx, lot# unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).